Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced pain. Vascular access was obtained via retrograde approach. The 70% stenosed target lesion was located in a mildly tortuous and mildly calcified shunt in the right forearm. A 4.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. In order to make the anastomosis angle mild, the physician tried to cross the device from the epidermis combined with the support of a finger; however, the balloon tip failed to cross the anastomosis. The physician attempted to push the balloon a little more, but the patient felt pain and the procedure was terminated. No further patient complications were reported.